Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A CAPA is not required at this time.

Event description:
It was reported unspecified bd¿ venflon catheters had reports of 10 issues with infection and 20 issues with extravasation. The following information was provided by the initial reporter: "it was reported via post market survey that clinicians encountered cannula related bloodstream infection (e.g. Blood stream bacteraemia, sepsis) (10). Extravasation (not related to high pressure injection of contrast media) (10), extravasation with high pressure injection of contrast media (10)".